Manufacturer narrative:
Customer problem confirmed; a battery had leaked in the battery compartment damaging the pump. The pumps rear housing containing the battery compartment needed to be replaced. User issue- the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU.

Event description:
It was reported that a cadd-legacy® duodopa pump battery leaked into the battery compartment. No injury reported.